Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior cervi cal fusion. It was reported that the device was damaged. C1/2if reoperation happened. That the screw was removed and repositioned from the occipital bone. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the screw will be removed and re-fixed from the occipital bone. The reoperation was performed as scheduled on (B)(6). C1/2 was fixed, but both 2 c1 screws have been back-out, f3.5×32mm. There is no problem with two c2 f4.0×22mm, and they could be used as they were. Hence, these screws were not replaced as there was no malfunction. The plate was placed on the occipital bone, pvfs was inserted into c3, and the plate and c2/3 were connected to complete the operation.

Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin - japan h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.